Event description:
A report was received that a patient was experiencing difficulties charging his ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The physician has recommended the patient undergo a battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient is doing well following the revision. The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The complaints of charging difficulty was confirmed. The device exhibits the typical electrocautery damage resulting in the damage of the analog ic. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual 9055940-001 rev. Ac).

Event description:
A report was received that a patient was experiencing difficulties charging his ipg. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The physician has recommended the patient undergo a battery replacement.